Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03345. It was reported that after an automobile accident the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced.

Event description:
Related manufacturer reference number: 1627487-2023-03345. It was reported that after an automobile accident the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced.